Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred while pairing to the continue glucose monitor. Customer reported that their blood glucose level was not impacted. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was resumed.